Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after one day of use, after feeding tube placement, the balloon allegedly ruptured. The device was allegedly replaced. There was no reported patient injury.

Event description:
It was reported that after one day of use, post feeding tube placement, the balloon allegedly ruptured. The device was allegedly replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: the device was not returned. The investigation for the alleged deflation issue/balloon rupture is inconclusive as no objective evidence was provided for review. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include over-inflation, sharp instrument damage, and valve damage; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s).

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Investigation summary: one 20 fr tri-funnel repl gastrostomy feeding tube was returned for evaluation. Visual, microscopic, tactile, and functional evaluations were performed. The investigation is unconfirmed for the balloon burst reported, as evidence of the reported event could not be found when evaluating the sample. No burst was found in the balloon and inflation, manipulation, and leaving the balloon inflated failed to find any leaks. The event has been unconfirmed as the reported event was unsupported by evaluation of the returned device. Therefore, the definitive root cause could not be determined based upon available information. Vt-event-18-052 has been initiated for etds double triggers in may and september 2018 for feeding complaints coded 1149r. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that after one day of use, post feeding tube placement, the balloon allegedly ruptured. The device was allegedly replaced. There was no reported patient injury.